Event description:
It was reported that the ilet user experienced a low blood glucose event of 56 mg/dl while at work with significant physical activity, noted no symptoms, treated with an oatmeal cream cookie, and observed an atypical recovery time of about two hours instead of the expected 15 minutes, after which glucose returned to the normal range. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included self-treatment with oral carbohydrate and subsequent normalization of glucose without medical intervention. Investigation included troubleshooting and education on hypoglycemia recognition and treatment expectations. Investigation of this case revealed no device malfunction reported and no device component issue identified; the prolonged recovery time was not linked to a confirmed device problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.